Manufacturer narrative:
The alleged broken trs100sb2 is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: - only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use this product. Precautions: - care should be taken when using sharp and electro-surgical devices - note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor tissue retrieval system by conmed. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report ((B)(4)) received from the FDA on 19june18. A search of the complaint system has not found a complaint reported by the user facility. The trs100sb2, tissue retrieval system, device was reported to have had the tissue bag become dislodged from the device inside the patient. All pieces were retrieved, and it was reported that there was no harm to the patient. To further assure all information was gathered, the reporter was contacted via email. That contact found the procedure, a robotic wedge biopsy, was completed as normal with no delay or cancellation. And there was no medical intervention required for the patient; nor was there any extended hospital stay. This reporting is being raised as a device malfunction with potential for injury upon reoccurrence.